Event description:
It was reported that the pt underwent an open, incarcerated umbilical hernia repair procedure in 2008, during which the surgical mesh was used. Postoperatively one week later, it was noted that the pt had developed a wound seroma. As a result, the seroma was aspirated in the same month. This event has resolved the following month.

Manufacturer narrative:
A seroma occurred - conclusion: a review of the batch manufacturing records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.